Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following diagnosis as: l4-l5 degenerative disk disease, mechanical back pain with bilateral radiculopathy. For which, patient underwent following procedures: inferior l4 to superior l5 bilateral laminectomies, bilateral l4-l5 foraminotomies, and bilateral l5-s1 foraminotomies. L4-l5 discectomy via the left transforaminal approach. Posterior non-seg mental instrumentation from l4 to l5 bilaterally using pedicle screws and rods . Transforaminal interbody arthrodesis using interbody peek spacer filled with bone morphogenic protein and local autograft harvested from the same incision . Per op-notes, a small sponge of bone morphogenic protein as well as local autograft was then placed in the anterior aspect of the l4-l5 disk space. It was gently tamped into space. A 10x26 mm interbody device was then filled with local autograft and a small sponge of bone morphogenic protein. This was tamped into l4-l5 disk space without complications. Fluoroscopy verified excellent position of the interbody graft. The wound was cleaned and dried, and a sterile dressing was applied. Patient tolerated the procedure well with no complications reported. (B)(6) 2007: patient got discharged. Patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.